Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover was analyzed and found to have tearing at the mouth where the scissor tips exit. Tears are axially aligned with the tip cover and measure from 0.018# to 0.175# in length. There are no signs of thermal damage present at the end of any tears. The complaint regarding torn tip cover was confirmed by failure analysis. Common causes of a damaged tip cover is attributed to either improper installation onto the mcs instrument or other instruments rubbing against it during normal use conditions or collisions.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer found the tip cover accessory torn. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer found the damage while the instrument was in use, the damage was seen on both the clear and grey area of the tip cover. There was an exposed orange section of the monopolar curved scissors. There was no arcing or thermal damage seen..